Event description:
Pt was in bed with head raised to comfortable angle. While attempting to raise herself, she pushed on the siderails with her hands and pushed back against the head portion of the mattress. During this extertion, the hinge point on the one side failed, causing the bed to drop flat and twist. The pt complained of back pain.